Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-00433 & 1825034-2015-01287)

Event description:
It was reported that patient underwent a total left hip arthroplasty and right hip arthroplasty on an unknown date. Subsequently, a revision procedure occurred on left side on (B)(6) 2015 due to unknown reasons. The modular head and bearing was removed and replaced. Another revision procedure occurred on the right side on (B)(6) 2015 due to unknown reasons. The head, taper, and bearing were removed and replaced.

Event description:
It was reported patient underwent a total hip arthroplasty on an unknown date. Subsequently, a revision procedure occurred on (B)(6) 2015 due to unknown reasons. The modular head was removed and replaced

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.